Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
To whom it may concern, I purchased this grind guard 2 months ago and the layers are separated. I phoned the 800 and the very helpful person said, I could get a new grind guard shipped to me. Thanks for your help. Lot: 038452.